Event description:
The patient became unresponsive with hemodynamic instability. Initially, there was 22 ml in the syringe. An hour and 15 minutes later, there was only 7 ml in the syringe. The patient was unresponsive and was revived with norepinepherine, narcan and lasix. The patient was successfully revived and is currently fine.